Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2015 and suture was used. While setting up for the procedure, the package was opened and the device completely fell apart when being taken out. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The actual sample was received for evaluation. Visual examination revealed that inside, the device had been used, the cannula end broken off and the suture clipped with a titanium clip, which severed the suture. These observations suggest the possibility that the end-user was unfamiliar with the device.